Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt suffered an embolic stroke. Pump thrombus was suspected. The pt has signs and symptoms of hemolysis with elevated ldh.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.